Manufacturer narrative:
(B)(4). The uim was returned to the vyaire factory service dept. Who performed an investigation. It was noted when the uim was received, the screen was severely damaged. The touchscreen assembly was cracked at the middle of the screen. When the technician powered up the uim it was unresponsive and the icons were frozen, therefore the reported issue was duplicated. The technician attempted to reload the software but was unable to initiate the software loading process as it would not activate. The unit was scrapped due to the unit is no longer supported by factory service and/or factory service no longer has the components available to refurbish the unit. The customer was provided with a replacement uim. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the user interface module (uim) required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen does not respond. The customer stated there was no patient involvement associated with this event.